Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Reportedly, the occlusion was caused by blockage in the cartridge. Customer changed supplies as necessary and resumed insulin therapy